Event description:
It was reported that during a stent placement procedure via the femoral vein access, the stent allegedly could not be released after reaching the established position. It was further reported that when the stent conveyor was withdrawn, the distal end of the stent popped up about 1.5 centimeters during retraction and the ejected stent was allegedly found to be broken in the body. Reportedly, the broken stent was surgically cut and removed, and another stent was implanted in the established position. The current status of patient is unknown.

Manufacturer narrative:
Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation but videos were provided which show a broken piece of the stent in the vessel which leads to confirmed results for stent fracture and detachment. It was reported that an 8f introducer / 0.035" guidewire were used for access, the tracking vessel was not tortuous and the lesion was pre-expanded. Based on evaluation of the provided videos, the investigation is closed with confirmed results for stent fracture and detachment. A definite root cause of the reported incident can not be identified. The placement of this stent to treat left lower extremity deep vein thrombosis represents an off-label use. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risk. With regards to patient anatomy, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the instructions for use states an "8 f (2.67 mm) or larger guiding catheter or 6 f (2.0 mm) or larger introducer sheath and a 0.035 inch (0.89 mm) diameter guidewire". Holding and handling of the system during deployment was found addressed; in particular the instructions for use state: 'prior to stent deployment, remove all slack from the catheter delivery system to avoid stent misplacement. During stent deployment, the entire length of the catheter system should be kept as straight as possible. Maintaining a straight catheter under slight tension during stent deployment is recommended to improve placement accuracy'. The instructions for use states, "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". The instructions for use indicates 'stent fracture' as a malfunction and adverse event. The instructions for use states "the e-luminexx vascular stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery". H10: d4 (expiry date: 02/2025), g3, h6 (device) (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure via the femoral vein access, the stent allegedly could not be released after reaching the established position. It was further reported that when the stent conveyor was withdrawn, the distal end of the stent popped up about 1.5 centimeters during retraction and the ejected stent was allegedly found to be broken in the body. Reportedly, the broken stent was surgically cut and removed, and another stent was implanted in the established position. The current status of patient is unknown.